Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01307. It was reported that the patient experienced an infection. The patient was reported to have a staph infection that was treated with antibiotics. The patient had the system explanted and the infection has resolved.